Event description:
It was reported that after the balloon catheter was successfully prepped, it was advanced to the lesion. Upon inflation of the balloon catheter (unknown pressure) the shaft ruptured (pinhole rupture) at the proximal end of the balloon. The pinhole rupture caused a contrast injection into the patient's vessel and caused what looked like a dissection at first, but was found to be a vessel spasm. The patient's blood pressure dropped. Nitro was administered, and the patient was fine.